Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 81 months ago. Aneurysm morphology at the time of implant was not reported. A CT demonstrated that the aneurysm had enlarged. It was reported that the pt required a secondary procedure to address a type iii endoleak in the iliac limb. The physician elected to reline the iliac artery with an aneurx iliac limb and the endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results, conclusion: lack of info (no films or operative reports were provided). (Graft material).